Event description:
The customer reported that their acuity system monitor rebooted for unk reasons. The result is that the customer lost the ability to monitor patients from the central location. There was no pt harm as a result.

Manufacturer narrative:
We will not be receiving the device back for eval. We rendered technical service over the phone to restore operation. We are still investigating the cause and will issue a f/u report when we have completed the investigation.